Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or clock monitor frequency error alarm noted during testing. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the insulin pump had internal mechanical error. The customer's blood glucose was 431 mg/dl at the time of call. The customer's blood glucose was 449 mg/dl at the end of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting but the no delivery alarm was not resolved. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.